Event description:
Client stated that about five years ago (date unknown) she had a lasik procedure on both her eyes by (B)(6). Subsequently, after this surgery she has been experiencing dry eyes, floaters, sharp stabbing "knife-pain" when she turns left or right. Also, she recently was diagnosed with early cataracts. She emphasized that the doctor who discovered the cataracts in her eyes said that people her age usually don't get cataracts. Cataract is currently being monitored to be sure it does not get worse. She is not sure to sue the doctors at the (B)(6).